Event description:
A customer has a problem with a sharps container. The customer was "investigating a needle stick when they got stuck with the needle." States that the top of the sharps container had been taped and as they removed the tape, also got stuck.